Manufacturer narrative:
The subject device has not been returned to olympus for evaluation. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
Olympus medical systems corp. (Omsc) was informed that the subject device has not been reprocessed by user. The event date was unknown. Other detailed information was not provided. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus for evaluation. Since the lot number of the subject device was unknown, olympus medical systems corp. (Omsc) could not confirm device history record of the subject device. The exact cause of this event could not be conclusively determined. Omsc surmised that the reported phenomenon occurred since the user does not have the correct knowledge about how to reprocess the subject device.